Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 100% to 25% then back up to 100% while connected to a power source. Subsequently, the pump shut off while connected to a power source. The pump was connected to a power source and was able to be turned back on. Review of the pump data confirmed that low power alerts and a low power alarm had occurred. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.